Event description:
It was reported that a (B)(6) hispanic/latino patient underwent a primary breast augmentation surgery with implantation of a 380cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of an unknown baker grade rating affecting the right breast after a consultation with a medical professional. As a result, the patient underwent removal and replacement with 380cc mentor smooth round high profile saline breast implants on (B)(6) 2017.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).